Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred after a bolus was completed. Reportedly, when the cartridge was removed, the customer heard a loud "pop". The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.